Event description:
Boston scientific crm received information that the pt implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the pt's death, there were no allegations against the functionality of the device. New information received indicates that the pt's family has retained legal counsel and filed a lawsuit. There were no specific allegations within the claim.

Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no add'l info related to this event. We will continue to investigate the complaint, and if add'l info becomes available, the event will be reopened. In june, 2005, guidant (now boston scientific crm) issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Changes to try to prevent this failure mode were made in april and november of 2002. This device was manufactured before april, 2002, and is included in this population. While this device was part of the advisory population, we do not have sufficient info to determine if this device behaved in the manner described in the advisory.